Event description:
While inserted in knee, grasping forcep broke during arthroscopy. Small roll pin appeared to have fallen out. All surrounding areas inspected. X-ray of knee taken before and after sodium chloride irrigation. Suction magnet was used throughout the joint. Roll pin appeared to be in posterior capsule of knee when x-ray taken after irrigation was read by physician. Physician determined that roll pin was so small that it was not through that it would cause any mechinical problem. Event reported on facility incident report and evaluated by facility devices review committeedevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, visual examination. Results of evaluation: end of life - expected, expected wear/deterioration, mechanical problem, unanticipated short term complication of procedure. Conclusion: device failure occurred and was related to event, device failure directly contributed to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded, user education provided. Invalid data - on device destroyed/disposed of status.